Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide complaint database search found no additional related reports against the provided product code/lot number combination. Based on the inability to find any additional related reports against the provided product code/lot number combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary thr on (B)(6) 2018 where a corail pinnacle was utilized. Patient was brought back to theatre on (B)(6) 2020 where it seems there was an attempt to remove the stem for ongoing pain and possible infection. Due to the difficulty of removing the stem, the stem was left in situ and the head exchanged (I do not have any additional details, please check to see whether there was a product complaint submitted at this time) patient has now presented on the gold coast with ongoing pain. A decision was made to open the hip and remove the stem (as it appears on x ray that the stem may be loose). On opening the hip a frozen section was taken and shows the hip to be infected. All implants were removed and a cemented stem loosely cemented in situ and pinnacle liner also loosely cemented in, both to act as a temporary spacer.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the affected side involved in this event was the right side.